Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for normal follow-up, the device had reached eri in (B)(6) 2016 even though a previous estimated battery longevity from (B)(6) 2016 showed that the longevity was 1.3 years left. It was noted that the (B)(6) check was an overestimation by the programmer due to inclusion of the duration of the mid-life plateau.